Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a trifuse 3 maxzero extension set was leaking despite having the 2 small port lines clamped but tpn was going past both clamps and leaking. There was no patient harm reported.

Manufacturer narrative:
(B)(4)